Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol), implant procedure there was a loading error. There was no patient contact, the procedure was completed the same day, and the product is available for return. Additional information was provided by the surgeon that the lens was inserted but did not sit right in he bag. The posterior capsule ruptured; the iol was removed and replaced with a different model iol. Further information was provided by the surgeon that the iol did not cause the posterior capsule rupture, but did not offer a reason for the rupture.